Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 7/28/2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 360mm, standard nail per the sign technique manual. Surgeon comment: "was involved in road traffic accident sustained subtrochanteric fracture right femur. Was treated at (B)(6) medical center. It ended up in varus deformity with shortening. She was complaining of pain and limping. We thought of non union and we decided to remove the nail try to correct deformity and use larger nail with hv plate."